Event description:
The facility's biomedical engineer reported an infusion pump to baxter technical support with an 812:02 failure code. The failure code was reported to biomed by a nurse and it was duplicated when he turned it on. He also stated that they have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, medication involved or the set up of the infusion device.